Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. There was also no sensing and no capture at max outputs. A conductor fracture was visible under fluoroscopy in line with clavicle. A revision procedure took place and the rv lead was surgically abandoned and a new rv lead was successfully replaced. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.